Event description:
Patient reported obtaining back-to-back blood glucose results of 480 mg/dl, 185 mg/dl, 223 mg/dl, 199 mg/dl, 135 mg/dl and 129 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technician support requested the return of the suspect product and replacement product was shipped.